Event description:
Patient was revised to address pain. Corrosion was visible between head and neck trunion.

Manufacturer narrative:
Patient was revised to address pain. Corrosion was visible between head and neck trunnion. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the metal liner. No other reports were found against the femoral head or femoral stem. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Product complaint # (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pinnacle pfs and medical records received. In addition to what was previously alleged, pfs alleges device failure and associated disability. After review of medical records for MDR reportability, the patient was revised due to pain, synovitis, metallosis and corrosion. Revision notes report atrophy of anterior hip capsule and gluteus medius, synovitis with fluid accumulation and corrosion under the head, trunnion as well as in the depths of the cup. Laboratory results for metal ions are above 7ppb.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to previous allegations, ppf alleges metal wear and metallosis.